Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h10, h11. The reported event was confirmed by review of medical records. Medical records were provided and reviewed by a health care professional. The review identified, the patient has a confirmed infection, and at the same time, the cone of the modular stem is fractured. Due to multiple surgeries, the entire subcutaneous tissue is significantly scarred and adhered. Proximal stem removed by hand and a femoral split osteotomy performed to remove the distal portion, bone-tendon segment folded back together and fixed with four cerclage wires. Acetabular shell removed without significant bone loss, antibiotic spacer placed, no intraoperative complications. Patient to continue antibiotics as prescribed. The device history record was not reviewed due to missing lot number. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a2, b4, b5, d6a, g3, g6, h2, h10, h11.

Event description:
It was reported that a patient underwent a right hip revision in which the loose stem was replaced and an intraop greater trochanter fracture occurred. Subsequently, approximately 7 years and 9 months later, the patient underwent a second revision of the right hip due to confirmed infection in addition to femoral stem fracture. During the revision, significant scar tissue was removed, and a pseudocapsule was debrided from the joint space. All hip implants and competitor trauma products were removed without complications via femoral osteotomy. An antibiotic spacer was placed, and unknown cerclage wires were used to stabilize the osteotomy. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. Unknown revitan distal stem 18x200 item# unknown lot# unknown. Unknown revitan prox stem 65mm item# unknown lot# unknown. Unknown shell item# unknown lot# unknown. Unknown liner item# unknown lot# unknown. Unknown depuy gt plate item# unknown lot# unknown. Unknown depuy cerclage cables item# unknown lot# unknown. G2. Report source: germany. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a right hip revision on an unknown date in which the loose stem was replaced and an intraop greater trochanter fracture occurred. Subsequently, the patient underwent a second revision of the right hip due to confirmed infection in addition to femoral stem fracture. During the revision, significant scar tissue was removed, and a pseudocapsule was debrided from the joint space. All hip implants and competitor trauma products were removed without complications via femoral osteotomy. An antibiotic spacer was placed, and unknown cerclage wires were used to stabilize the osteotomy. Due diligence is in process and no further information on the reported event has been provided.